Manufacturer narrative:
(B)(4).

Event description:
When deploying an angio-seal device the first two clicks were heard but when the device was pulled back the suture detached from the hub leaving the anchor and collagen inside the patient. An angiogram showed the anchor in the artery. Pressure was held for thirty minutes to achieve hemostasis. There were no signs of hematoma or bruising. The patient was admitted to the hospital for observation of pedal pulses with doppler. The patient was later discharged with no reported consequences.

Manufacturer narrative:
(B)(4). The results of this investigation concluded that the suture was returned in two sections; a 0.70" length of the proximal suture section exited the carrier tube distal tip; the suture remained attached at the tensioner hub. The distal suture section measured 4.2¿; the clear heat shrink tube and black heat shrink tube were attached; both the suture distal end strands appeared even, consistent with cutting. There was damage noted to the hemostasis cap consistent with prior insertion/locking of the deployment sleeve into the cap and subsequent forcible extraction of the same. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.